Event description:
The customer reported via phone call that she went through fifteen infusion sets. The customer's blood glucose was 24 mmol/l. The customer explained that each third time that she went to change the infusion set, she would receive the no delivery alarm while doing the manual prime. The customer would then have to perform a complete set change. The customer was advised of the causes and to call back at the time of the issue in order to troubleshoot the issue accordingly. The customer was advised that the infusion sets would be replaced. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.